Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00 x 20mm maverick balloon catheter was advanced for pre-dilation. However, during inflation at 5 atmospheres, the balloon ruptured. No segment of the balloon was remained inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood in the inflation lumen, in the guidewire lumen, and in the balloon. The balloon was loosely folded. Inspection of the device revealed that the balloon had a 16mm longitudinal tear starting from the proximal end of the balloon.

Event description:
It was reported that balloon rupture occurred. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00 x 20mm maverick balloon catheter was advanced for pre-dilation. However, during inflation at 5 atmospheres, the balloon ruptured. No segment of the balloon was remained inside the patient after it ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.